Event description:
The leak (from sn: (B)(6)) was noted after 1 hour after priming. According to perfusionist, standard procedure using plasma-lyte fluid was used for priming. Speeds, fluid flow, and pressure values were not available as they were not collected. The source of the leakages was not identified. The kits were not used in operating room. There was no patient involved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during extracorporeal membrane oxygenation (ECMO) kit priming procedure, it was noted out of box product failure in 2 ECMO kits. One (sn: (B)(6)) was noted oxygenator leakage. The other one (sn: (B)(6)), the system priming bag was not properly sealed, saline leakage at ECMO priming initiation. The kits were not used in operating room, only primed with normal saline.